Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the purple cap came off the guidewire when they tried to take it out. The entire tube needed to be taken out of the placement and a new tube was placed. Per additional information received, there was no medical intervention required.

Manufacturer narrative:
Investigation conclusion: the customer reported that the purple cap came off the guidewire when they tried to take out. The entire tube needed to be taken out of the placement and a new tube was placed. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the defect described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Lot and failure mode trending was reviewed, and no related adverse trends were identified. A review of the manufacturing process was conducted. In general, all process and controls were found properly followed, including sub-assemblies, finished product assembly and packaging . There were no abnormal conditions found that could trigger the reported condition. One sample was returned for evaluation without original packaging or lot number. Visual inspection and functional evaluation were performed. The reported failure was confirmed as the hub was disassembled from wire. Hub detachment may be caused by not activating the hydromer with enough fluid. The hydromer was activated and the stylet was withdrawn without incident. The stylet hub detachment defect was confirmed, however this could be caused by not activating the hydromer with enough liquid and was forced to remove it. A probable root cause is related to a failure to follow instructions for use (IFU). The IFU state "using a syringe, inject approximately 10 cc of water into the tube to activate the hydromer coating." Additional action will not be taken at this time. The current process is running according to product specifications meeting quality acceptance criteria. This complaint will be used for monitoring and trending purposes.